Event description:
Immediately upon starting hemodialysis treatment the blood leak alarm sounded. There was a gross blood leak on a first use dialyzer. Ebl> 100cc. Dialysis was stopped and then started with a new dialyzer without further incident. The dialyzer was discarded by the facility.